Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred approximately a month from the date the manufacturer became aware of the event.